Event description:
The patient was a fresh post cardiovascular surgery and had amiodarone drip started at 1:30 pm per csicu amiodarone protocol. The nurse programmed the b. Braun pump to infuse 1 mcg/min of amiodarone = 33 gtts/hour for 6 hours which would equal 198 ml of a 250 ml bag over 6 hours. The bedside rn noticed after approximately one hour (2:30 pm) that the majority of the 250 ml bag (approximately 220 ml) had infused over approximately 60 minutes. The drip was disconnected from the patient. The patient did not demonstrate any ill effect of the rapid infusion. The heart rate remained stable in the 80's and epicardial pacing wires were in place should the patient block down after the infusion. The pump, bag, and tubing were sent to biomed. Biomed sent the equipment to b. Braun for evaluation.